Event description:
The phlebotomist was drawing the patient's blood. When this individual attempted to place the blood specimen tube on the back end of the needle, the back needle separated from the hub. This caused the blood to spill out onto the bed and linens.phlebotomist was not exposed directly to the patient's blood because this individual was wearing gloves. The needle broke off at the point where it connects to the holder for the sample tubes. Another device of the same product was used to obtain the blood sample. We do not know the lot number of the second device. The second blood draw was successful.